Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A report with multiple photographs of a component was provided by the facility for evaluation. Visual examination of the photographs noted the rubber stopper was detached from the subassembly. Based on the evaluation results, the reported defect is confirmed. Due to a similar report a quality alert was generated to all associates involved in the manufacturing and inspection of the product. The reported lot was manufactured prior to the alert, therefore no further action is warranted at this time. Retained units were evaluated and passed the internal testing. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. In addition, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the funnel connector and the t-lock assembly were found to be engaged to the catheter luer adaptor. The yellow rubber septum and the clear plastic wrap were totally dislodged from t-lock assembly. A closer view of the rubber septum revealed to be undamaged; however, the plastic wrap was damaged/deformed. It appeared that one edge of the plastic wrap was not tightly formed around the septum. No injury reported.